Event description:
Obtained 250,000 iu of urokinase mixed into a 60 cc syringe from the hosp pharmacy for intra arterial injection via pulse spray technique. Contents of syringe dumped into a sterile gent-l-kare 4 oz specimen container. Slip tip 1 cc b-d syringe used to administer urokinase immediately following several bolus injections of urokinase the graduated and numerical markings of the syringe were found floating in the container containing the urokinase. The barrel of the syringe was submerged in the urokinase during medication withdrawal. S/s of complications were encountered in this pt.